Event description:
It was reported that shortly after receiving his implant, the pt experienced shocking sensations and had no therapeutic effect or stimulation sensation. Impedances were greater than 4,000 ohms on all or some bipolar pairs. Further info is being requested from the hcp.

Manufacturer narrative:
.